Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a family member of a patient, a 23mm sapien 3 valve implanted for approximately 4 years and 3 months was "leaking" and the surgeon has proposed a valve-in-valve procedure to fix it. Based on medical records received, 4 years and 5 months after a successful implantation of a 23mm sapien 3 valve in the aortic position, the patient had increased transvalvular gradients and an almost circumferential moderate paravalvular leak that appeared to be causing shortness of breath that was impacting the patient's life. The patient expressed an interest in treatment and was willing to have a valve-in-valve transcatheter aortic valve replacement (tavr). The plan was do a cardiac catheterization at the same time of the tavr. Upon further follow-up, the patient felt pretty good with a good quality of life. Given that, they will hold off any additional procedures at this point.

Manufacturer narrative:
Added additional information received.

Event description:
The patient reached out to the patient support group again. Their implanting physician is recommending a valve in valve procedure. The patient received a second opinion from another physician at another hospital and that physician is recommending that the pvl is plugged instead of a valve in valve but that it would be a challenging procedure. The patient reports symptoms of ''light headedness'', which their providers are aware off, but no fainting spells/falls. Medical records were received and reviewed from the second opinion physician. They note that the patient presented for second opinion regarding treatment of their paravalvular leak (pvl). Based on a review of the procedure note, there was some moderate pvl after valve deployment which was reduced to mild after post-dilation. The patient has been told that over time their leak has increased and over the last year they have decreased functional status. Chief complaint being dizziness. They get short of breath while climbing a flight of stairs or doing housework. However, they state they feel well overall. They deny any chest pain or syncope. They do endorse lower extremity edema. Based on echocardiography the valve appears to be functioning well. Upon review of their CT scan, the pvl appears posterior. The depth of the valve appears to be appropriate. It is reasonable to believe the pvl is contributing to their shortness of breath, however, it may not be contributing to the dizziness which is their chief complaint. The patient's diastolic congestive heart failure symptoms may be attributable to pvl and may improve with closure. Transcatheter pvl closure is feasible, and the risks and benefits were reviewed with the patient. They wish to think about their options and discuss them with their primary cardiologist.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions the device was not returned for evaluation. Imagery was provided by the complaint site and the following observations were made: the native annulus area was 481.8 mm2, which was out of recommendation range of size 23mm thv (338-430 mm2). The complaints for paravalvular leak and increased gradients were confirmed based on medical report. A review of device history record, lot history and complaint history did not reveal any indication of manufacturing nonconformance contributed to the reported event. In addition, review of IFU/training materials also revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "a 23mm s3 valve implanted for approximately 4 years and 3 months was "leaking". Based on medical records received, 4 years and 5 months after a successful implantation of a 23mm s3 in the aortic position, the patient had increased transvalvular gradients and an almost circumferential moderate paravalvular leak that appeared to be causing shortness of breath that was impacting the patient's life." Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, medical notes report the patient had, "severe predominantly mid septal hypertrophy and lv diastolic dysfunction". It is possible that pvl was caused by cardiac remodeling due to valvular disease progression, leading to morphological changes in the aortic valve overtime and, thus, a compromised seal between the pvl skirt and target site (native annulus). In addition, the valve appeared undersized initially per notes and provided imagery, which would increase the risk of paravalvular leak over the time due to inadequate sealed against to the target site (native annulus). As such, available information suggests that patient factors (cardiac remodeling) and/or procedural factors (undersized valve) may have contributed to the paravalvular leak. Elevated gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. In this case, medical notes report the patient had "severe predominantly mid septal hypertrophy". As such, available information suggests that patient factors (hypertrophic cardiomyopathy) may have contributed to the increased gradient. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The patient's daughter reached out about a recent procedure performed to treat the patient's leaking valve approximately 6 year, 6 months post tavr. ''Surgery'' was performed to address 3 leaks around the 23mm sapien 3 valve. There were complications during the procedure, resulting in the patient receiving a pacemaker and the leaks persisting. It is unknown what procedure was performed to treat the leak as the new information provided did not clarify the details regarding the retreatment procedure performed.

Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Additional information received and added to b5. Medical records have been requested.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Records were received for evaluation. An echo performed 6 years, 4 months post tavr revealed a mean gradient across the valve of 17mmhg and moderate-to-severe valvular and paravalvular regurgitation. Pvl repair was recently attempted. Tee reported mild central leak and two paravalvular leaks, a mild anterior pvl and a moderate-to-severe posterior pvl. The posterior pvl appeared to originate within the tavr stent, below the native leaflets and above the prosthetic leaflets. The pvl closure procedure was unsuccessful due to inability to cross the posterior pvl (which was the largest). The patient went into asystole due to a complete heart block and the pvl closure procedure was aborted. A permanent pacemaker was implanted on the following day and the patient was discharged to a skilled nursing facility in good stable condition. The patient will be evaluated for a valve-in-valve procedure.

Manufacturer narrative:
Updated b4, g3, g6, and h2. Corrected h.6 investigation conclusions. Additional information added to h11 narrative: per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, noted that patient had vast morbidities (e.g. Hyperlipidemia (hld), cad, htn, etc.), which are risk factors for valve degeneration, leading to central regurgitation. As such, available information suggests that patient factors (pre-existing co-morbidities) may have contributed to the complaint event.